Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts on the distal end that were stretched and bent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-may-2016. It was reported that crossing difficulties was encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 4.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with plain old balloon angioplasty. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damaged.